Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the external pulse generator (epg) showed a self-test error which was not cleared by removing and replacing the battery. The instrument was returned for repair. Further follow-up did not yield any additional relevant information regarding this event. No patient involvement or complications were reported as a result of this event.